Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: from the information received and the analysis performed regarding this case, the most probable root cause could be identified as technical defect of the vu esm. The vu esm was replaced. The device was tested and calibrated by a certified service technician. Problem solved after replacement of the vu esm.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: the repair staff were carrying out preventive maintenance. After carrying out all the tests and completing them, they turned the power off and then back on again. However, the progress bar stopped halfway through the startup screen, and the system was unable to start up. It also failed to start up on the tsw screen. Health impact: no clinical signs, symptoms or conditions and no health consequences or impact, reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1)the repair staff were carrying out preventive maintenance. After carrying out all the tests and completing them, they turned the power off and then back on again. However, the progress bar stopped halfway through the startup screen, and the system was unable to start up. It also failed to start up on the tsw screen. (2) health impact: no clinical signs, symptoms or conditions and no health consequences or impact, reported.